Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had no cannula. The customer¿s blood glucose was unknown at the time of incident. The customer was informed that they put sensor in her leg, and when they pulled it off, there was not cannula in the paper. The sensor will not be returned for analysis.